Event description:
Emt/ff's responded to a person, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes and powered on. According to the reporter, the device display disappeared at some time after powering the device on. The reporter stated the display came back after powering the device off then on but that this happened several more times and the operator had to keep powering the device off then on to see the display. No adverse affects were reported as a result of the alleged malfunction.